Manufacturer narrative:
Kimberly-clark was initially alerted on april 2, 2019, however we received sufficient information to enable processing of the event on april 30, 2019. K-c has reached out to the reporter to request further consumer information including product information and situation details. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
The information provided indicated that the consumer reported a tampon came apart upon removal and tampon pieces remained inside of her. She experienced cramps and fever.